Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Root cause: use error. As per tandem user guide: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan and other exposure to radiation. The system is magnetic resonance (mr) unsafe. You must take off your pump, transmitter, and sensor and leave them outside the procedure room if you are going to have any of the above procedures.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump was exposed to MRI. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 202 mg/dl.